Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. After a stent was deployed, a 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.